Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a coronary artery. A balance middle weight (bmw) hydro guide wire was used with a non-abbott balloon catheter and after deflation, the balloon could not be removed from the bmw. The bmw and balloon catheter were removed as a single unit, and the procedure was successfully completed with an unspecified guide wire and balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.